Event description:
It was reported the patient¿s system was replaced due to the lead turning upside down and not working. The patient thought the issue was due to retail security gates. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-41, lot# v349341, implanted: (B)(6) 2010, product type: lead. (B)(4).